Event description:
A dentist claims that treatment with provicol led to localised, superficial and, in some cases, painful tissue changes in several patients. The symptoms described include a grey discolouration of the gums and, in some cases, detachment of the mucous membrane. There was no malfunction. The restorations were replaced using an alternative material. The patients have made a full recovery. No lasting damage has occurred.